Event description:
It was reported that signal loss over occurred. On (B)(6) 2024, the patient was not getting any readings from her dexcom app due to signal loss error. The patient did not check the bg (blood glucose) during the time without reading due to the error. When the patient got her readings back around 2:30 pm, it was giving 54mg/dl with double arrow down. The patient was nauseated. The patient did not check the bg. It was not documented whether the patient attempted to self-treat the symptomatic for the urgent low reading. The patient decided to go to the ER (emergency room) and arrived 20 minutes later. They checked her bg and it was 42 mg/dl. The reading at that moment was not documented. They gave her zofran through her IV, 7 apple juice, and crackers. She stayed at the ER for observation and was discharged around 6 pm. The patient felt a little better but was still shaky at the time of the report. Of note, the report references an omnipod insulin pump. Data was provided for investigation. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.